Event description:
Customer reported that the device ac mains led was not illuminated and it would not operate on ac power. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on ac power and charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 open.